Manufacturer narrative:
A manufacture representative went to the site to perform additional system checkouts. The assembly cable and the umbilical assembly cable were found to be damaged. The cables were replaced and the issue has resolved. Additionally, pendant 1 was replaced by pendant 2. A system checkout was performed after the parts were replaced and all tests passed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the interface cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The mobile view station (mvs) cable interface was bench tested and passed continuity, gbit, and 100t test. It was installed into a known functional system. The system booted and readied on each power cycle. Motion, generator, communication and charging were successful. Multiple 2d and 3d images were acquired. No errors detected while under test. No fault found. The control pendant was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The pendant was installed into a known functional system for several hours. The system and pendant booted and readied each time with no issue. All functions of the pendant were operating correctly, no function problem found. Visual inspection shows there were instructional markings on the face of the pendant. No failure was found. The mvs computer and the pcba board were returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed because the parts were returned unused. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Initial testing found failure of the 2d imaging modalities. There was a 2d image quality problem, 2d acquisition problem (black screen), and a reboot was needed for each 2d acquisition. Another site visit was made by a medtronic representative to test the equipment. Testing revealed that there was no visible problem. Dose measurements were performed and the values and kv/ma curve was ok. Fluoro and rad/gain calibration were performed and after reboot the system performed 2d and 3d shots again. The image quality was noted to be ok. The imaging system passed the system checkout and was found to be fully functional. (B)(4). Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a transforaminal lumbar interbody fusion (tlif) procedure. It was reported that the imaging system was having 2d acquisition problems. The x-ray alarm worked but the site had a black screen on the mobile viewing station (mvs), there was no image. The site rebooted the system and was able to receive a 2d image. The quality was really bad, so it was only used with the 2d boost mode. When the site went to the parking position and came back to the acquisition position they had to reboot the system again to shoot a 2d. It was noted that the 3d was working throughout the surgery. During a check out of the system after the procedure it was noted that the system could not perform any 2d or 3d imaging and it was not possible to perform gain calibration. The system was rebooted 4 times before the site was able to shoot again. A gain calibration was performed and was noted to be successful. It was noted that some image quality and dose checks were performed with the 1 mm plate and the system again had to be rebooted to be able to shoot and perform the test. There was a less than hour surgical delay and no impact on patient outcome.